Event description:
The customer called for help with his breeze2 meter. He performed control tests during the call and received a result of 40 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. The customer was advised to return his test strips for eval, but they were not received by the qa lab. A replacement meter and test strips were sent to the customer.